Event description:
Fidia received this info from sanofi-aventis, the u.s. Distributor for hyalgan (reference no. 2410673-2011-00008). Initial and additional info was received from a consumer on (B)(6) 2011: a (B)(6) female received her first set of injections of sodium hyaluronate (hyalgan) (lot # expiration date unk) in her right hip and knees in 1998 for pain. Within 3 to 6 months her knees started cracking and crackling. She also experienced constant pain with fluid retention. In 2004 she was diagnosed with arterial plaque and had a stent placed. In 2006 she had a stent closure and experienced a mi. She had been receiving sodium hyaluronate every few years until the last few months when she was administered with it in her (left knee or right hip in (B)(6) 2011). At the time of the report, the outcome of the events were unk except for the pain and fluid retention which were ongoing. Concomitant medications included ibuprofen [motrin] and naproxen [naprosyn]. No further relevant info was provided.

Manufacturer narrative:
Sanofi aventis has assessed this case as serious due to the event of myocardial infarction. Fidia disagrees with the eval for the reasons hereafter specified: the pt called to lament adverse events like pain and swelling on the injection site that did not fulfill any seriousness criteria as per 21cfr 803. During her call, she also mentioned medical events, life myocardial infarction, she experienced in the past and were part of her medical history. The info available does not suggest in any way that hyalgan may have caused or contributed to myocardial infarction. Finally, the pt contributed to take hyalgan without any similar severe occurrences (negative rechallenge).